Manufacturer narrative:
This MDR represents patient 2 of 2 as # of patients clarified by the customer on 21 aug, after initial was filed. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle pierced the catheter. The following information was provided by the initial reporter: ¿when retracting the needle it is piercing through the catheter. This should be able to be inserted and retracted without the needle causing damage to the catheter.¿ injuries or adverse event: no 8/21 did this occur with 2 patients for each reported lot number or 1 patient per lot number reported. 2 separate patients.

Manufacturer narrative:
Our quality engineer inspected the samples and photographs submitted for evaluation. Your report of a needle piercing the catheter was confirmed; however, the root cause could not be determined due to the sample condition. Two photographs and three sealed 22g insyte autoguard IV catheters were provided for investigation. The unused representative samples exhibited no damage or defects; however, one photo revealed a needle protruding through the 22g insyte autoguard IV catheter tubing near the tip. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or manipulation of the device in the clinical setting. There were no distinguishing features which could aid in identification of a specific root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.